Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient suffered from an interoperative femoral fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient suffers from a femoral bone fracture. **update received 2/17/16. An additional clinical report was received. It provides part and lot information and diagnosis for primary hip surgery. **update received 3/18/16. An additional clinical report was received. Report states that the patient was revised due to the periprosthetic fracture.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 03/28/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient developed pain when twisting rising from the bathroom. Subsequently there was increasing discomfort and a sensation of mechanical instability. Upon revision the femur was fractured from the femoral neck resection down to below the lesser trochanter. The femoral stem was rotated in a retroverted position and loose as well as migrated distally. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/07/2016.